Event description:
Refurbished philips dreamstation CPAP machine (provided after recall of previous machine) started spewing fine particulate matter during use. I assume it is broken down insulation material.